Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced swelling and abrasion at the implantable pulse generator (ipg) site as a result of a non-device related fall. The patient went to the emergency room (ER) and was admitted to the hospital. The physician expressed concern about the device to potentially cause harm. X-ray was taken and the result was nominal. Program optimization was attempted and was successful.